Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: sedr01ipg implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) exhibited a high impedance trend for more than a year. The lead remains in use and the physician is monitoring. No patient complications have been reported as a result of this event.